Manufacturer narrative:
This report is for an unknown plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: gradl, g., jupiter, j., pillukat, t., knobe, m., and prommersberger, k-j. (2013). Corrective osteotomy of the distal radius following failed internal fixation. Arch orthop trauma surg, 133, 1173-1179. The authors conducted a single-center retrospective case study to evaluate if good results of corrective osteotomies of the distal radius were achievable following failed internal fixation. A variety of plates were used for treatment, including synthes palmar and dorsal plates (2.4/2.7 radius plate), synthes mini-fragment locking compression plate (lcp) - t plates, and competitor palmar locking radial correction plates. A chart review of all patients with a malunited fracture of the distal radius following internal fixation was conducted between 1999 and 2007. A total of 18 patients (eight women, ten men) with a mean age of 41 years (range, 17-67 years) were available for functional and radiographic follow-up assessment. Median duration of follow-up was seven years (range: 2-12 years). Results included: serious injury twelve patients with no or mild pain; six with moderate pain; six with poor results as indicated by the scale of fernandez; one osteotomy that did not unite (however, final follow-up radiographs showed reduction in all patients). The authors did not identify which device was implanted in these patients. One patient with an unspecified palmar and unspecified dorsal plate developed complex regional pain syndrome type I that improved within three months of physical therapy and pain medication. Thirteen patients underwent implant removal: four patients underwent routine removal of unspecified dorsal plates to avoid extensor tendon irritations. Nine patients with unspecified palmar locking plates reported persistent discomfort at the wrist without radiographic evidence of screw protrusion and subsequent tendon irritation and requested removal of the plates. A copy of the literature article is being submitted with this medwatch. This is report 1 of 3 for (B)(4). This report is for an unknown plate.